Event description:
A caller reported a malfunction on the pump, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The customer had shut the pump off but forgot how to turn it back on. Technical support guided the caller through the steps to reset the pump, and as a result, the malfunction code did not recur. The customer was advised to continue using the pump and call back if any issues reoccur.